Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The screen would go grey. The screen would be light to almost opaque. The customer stated you can barely see it. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer stated they had changed the battery three days ago but was still having the same issue. It was noted that the back-light was working but the color was almost grey. The device will be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected display going gray or back light anomalies were noted during testing. Unit was received with minor scratched display window and case.